Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the process, which resolved the issue as the error code did not display again after the reset.